Manufacturer narrative:
This supplemental is being sent to include information that was omitted from the h10 field of follow-up #1. The meter involved with this complaint also passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to feelings /normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2017,8:45am. The patient stated that she obtained blood glucose results of 196 and 134mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient denied taking any medications to manage her diabetes and continued with her usual diabetes management routine as a result of the alleged product issue. The patient claimed that on an unknown time after the alleged product issue began she developed the symptoms of ¿heart beats funny- atrial fibrillation¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that the correct unit of measure was being used. The test strips were stored correctly and had not expired. The patient did not have control solution to perform a test. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.